Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly. It was reported that resistance was encountered during advancement of the pod coil within the lantern, and the pod coil became stuck. The root cause of resistance could not be determined; however, this damage may have contributed to the embolization coil detaching from its pusher assembly. The pusher assembly was not returned for evaluation. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a non-penumbra sheath. During the procedure, one pod packing coil (pod pc) was successfully implanted into the target location using the lantern. While advancing a pod coil into the lantern, resistance was encountered, and the pod coil became stuck in the distal segment of the lantern. Upon retrieval, the physician realized the coil had detached. Therefore, the lantern was removed from the patient and placed on the back table where the detached coil was flushed out. The procedure was completed using another pod coil, two pod pcs, and the same lantern. There was no report of an adverse effect to the patient.